Event description:
Based on info reported to davol: it is alleged that the outer cardboard box is intact, but the product package inside is compromised. There was no pt involvement as the product was not used. Due to the reported sterility breach, this MDR is being submitted.

Manufacturer narrative:
It was alleged that the outer cardboard box was intact on the simpulse products, but the product package inside was compromised. No samples were returned for eval, however, given the event description and similar complaints, we are considering this to be part of the blister failure issue. A review of the device history record for this production lot found no mfg discrepancies. Our investigation determined that it is possible that an event of this nature could occur if the devices received some significant impact during the shipping process. The damage that occurred to the blisters is a clear breach of the sterile barrier; however, this damage is highly evident to the user. The IFU cautions that product is sterile unless package is damaged or open.